Event description:
It was reported that oversensing was observed. The pace/sense portion of the lead was capped and replaced in 2008. In 2012, oversensing was noted again. The pace/sense lead was explanted and replaced. The hv lead was capped and a portion was returned for analysis.

Manufacturer narrative:
A partial lead was returned in two pieces. Two internal abrasions were found between 36 cm and 41 cm from the end of the middle piece. External abrasion was found between 4.8 cm and 5.3 cm from the end of the middle piece, consistent with friction to another device. Due to the condition of the lead as received, the oversensing could not be confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.